Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced leakage at the site due to a bent cannula on (B)(6) 2025. No further information is available.